Manufacturer narrative:
The ventilator was returned to the MFR for eval, and the customer's complaint was confirmed. The device's power supply and power management boards were replaced to address the issue.

Event description:
The MFR received info alleging a ventilator failed to power on. The device was not in pt use.